Event description:
Report received from (B)(6) stating that they cannot remove the cutter from the device. The device was used during surgery. No pt injury. There was no add'l info provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent.